Event description:
The customer reported via phone call that in the last four weeks she experienced high blood glucose levels. Customer's blood glucose level was 410 mg/dl. The customer treated their high blood glucose level with the insulin pump. The customer was hospitalized on (B)(6) 2015 with a broken arm. Customer's blood glucose level was 49 mg/dl. The customer passed out and broke her arm. The customer had a high blood glucose the night before and she treated with too much insulin. The customer's health care provider adjusted her settings. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.